Event description:
It was reported that a caller experienced occlusion alarms. There was no adverse impact on the customer's blood glucose level. During a pump system check, a cartridge air leak was detected which led to a blocked cartridge. The customer changed pump supplies as necessary to resume insulin therapy.